Event description:
Reportedly, the instrument only stapled through the rectum and not the colon. A premium ceea was rec'd for investigation instead of the premium plus ceea that was reported in the complaint. The actual clinical device will not be returned. No pt injury.